Manufacturer narrative:
Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. (B)(4).

Manufacturer narrative:
This report was originally filed under 1119421-2016-01751. Evaluation summary: the product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that one month following a cataract with intraocular lens (iol) implant procedure, the patient presented with a myopic refractive error of four diopters. Additional information has been requested.